Manufacturer narrative:
Product event summary: the battery (B)(4) was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files were not available. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. However, the reported event could not be confirmed as the device and log files were not available for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was abnormal battery switching despite the battery capacity being greater than twenty-five (25%). The battery was exchanged. No patient complications have been reported as a result of this event.